Event description:
It was reported there were cut and coag faults. There was no patient impact.

Manufacturer narrative:
This MDR is being filed on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Evaluation: the pulsar generator was received in poor condition. Holes had been drilled on the rear panel above the cooling fan exhaust. Hot glue had been applied to ultravolt output connectors to hold them in place. The upper lid case screws were damaged form over torque. There were indications that unit was opened in the filed and the wire harnesses re-routed. Reason for return could not be confirmed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.